Manufacturer narrative:
It was reported that the patient developed flexion contracture and arthrofibrosis. A procedure was performed to clean out scar tissue and perform ligament releases. The poly inserts were exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient developed flexion contracture and arthrofibrosis. A procedure was performed to clean out scar tissue and perform ligament releases. The poly inserts were exchanged during the procedure.